Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00002. It was reported the pt ((B)(6)) is experiencing overstimulation. The reported sensation are said to occur regardless of the ipg's function. The pt has temporarily ceased use of her scs system due to unrelated health issues but claims she experiences unwanted stimulation in her legs when lying on her back, laughing, coughing or sneezing. In addition, the pt recently lost weight and reports soreness at the ipg site. A reprogramming session has been scheduled for further interrogation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.